Manufacturer narrative:
Inspection and testing found the adhesive on the objective lens was missing due to external stress. In addition, the insertion tube was discolored and damaged and the connector and control body were damaged. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported the adhesive on the bending section cover was deteriorating. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the adhesive on the objective lens was missing. This report is being submitted for the malfunction found during evaluation (missing objective lens adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress used, external factors, or handling. Olympus will continue to monitor field performance for this device.